Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they fell twice starting last friday and the first time their fall did not impact the stimulator area but the second fall, they did go down on their butt. Patient asked: could they possibly have damaged the stimulator? Reviewed interstim activities recommendations and redirected to their doctor to report any medical concerns and any changes in symptoms. Patient said they think their stimulator is working but the ending up with bowel backup that started with the fall. Redirected to their doctor. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.